Event description:
It was reported that about three days after implant procedure, this right ventricular (rv) lead exhibited sensing issues, loss of capture (loc) and was suspected to have dislodged. Subsequently, a lead revision procedure was later performed, and the rv lead was discovered to have perforated. The perforation was confirmed with fluoroscopy imaging. The lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.